Event description:
It was reported to philips that the defibrillator stopped in the middle of an intervention, because of the bent pins. It was reported that the alleged failure was observed while in use on a patient. However, no adverse patient impact was reported. Another device was used.